Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported complaint of, dso problem, cannot be confirmed through occlusion test. Ran pump through an accuracy test 3 times and all 3 came out as 21. 1ml.visual and functional testing was performed. Review of event log found no relevant information. Review of service history found no service within the last 12 months. Device passed all testing criteria post repair. The probable cause of the reported problem unknown.

Event description:
It was reported that the pump had downstream occlusion alarm and the patient had felt the pump was not running, and the nurse had checked it but could not get it to run correctly, so she had to change out the pump. There was patient involvement and no patient harm. The event occurred during infusion and there is delay in therapy, no further information was provided.